Event description:
New information received indicates that new episodes of rv were noted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that t-wave oversensing was noted in a remote transmission. No intervention were reported. The condition of the patient was stable.